Event description:
Customer's mother reported her daughter's insulin pump is alarming no delivery in the middle of the night and during her basal delivery. Customer has changed her infusion set and reservoir. She has called in numerous times to troubleshoot this issue. Troubleshooting was declined because customer already knows how to resolve the issue when it occurs. Customer has tried different cannula lengths. The insulin is not expired. Customer follows proper insertion and site methods. Customer states she has tried all remedies. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.